Manufacturer narrative:
The system is calibrated 6 times a day followed by a qc run. Qc was within the customer's established ranges prior to the event. The customer performed flow cell maintenance procedure. The laboratory temperature is monitored and stable. A bci field service engineer (fse) bleached the reagent lines, cleaned the chloride (cl) and potassium (k) electrode ports, and replaced sodium (na) electrodes and the carbon bridge. As of (B)(4) 2010, there were no more calls to hotline for the problem. Although some hardware issues were addressed, a definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. Subsequent testing after recalibration produced results within the normal reference range. Patient treatment was not affected.